Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x32mm promus element drug eluting stent was advanced for treatment; however, it was noted that the tip of the stent was kinked and out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x32mm promus element drug eluting stent was advanced for treatment; however, it was noted that the tip of the stent was kinked and out of shape. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: promus element, mr, ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from the mid-section of the stent were damaged with stent struts misaligned. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.